Event description:
I am a leukemia pt who used the serratia contaminated heparin syringes. I developed high fever, chills and nausea and vomiting. I have been hospitalized for 2 weeks. Because I am undergoing chemotherapy, I am severly neutropenic. I also had a hickman central line that had to be removed because of the infection, and may need to have it replaced for my next course of chemo. Dose or amount: 5ml. Frequency: q day. Route: IV bolus. Dates of use: 2007. Diagnosis or reason for use: keep central line open. Event abated after use stopped or dose reduced: yes.